Event description:
The reporter called and alleged discrepant results when compared to the lab. The device result reported was 6.2 inr with a repeat of 3.7 inr. The corresponding lab result reported was 4.73 inr.